Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low creatinine (crea) result that was generated by the unicel dxc 600 synchron clinical systems. A patient sample was tested for crea and a result of 901 umol/l was obtained. The result was reported out of the lab and questioned by a physician. The customer re-tested the original sample and crea result was 1284 umol/l. The result was amended. There was no affect to the patient because physician did not believe the original result and requested a rerun.

Manufacturer narrative:
Pre-analytical sample handling and the instrument performance info was not provided. A field service engineer (fse) was dispatched to the customer's lab: the fse performed cartridge chemistries (cc) sample probe carryover diagnostic test which failed. The probe was very dirty and the wash collar was not functioning properly. The fse replaced the cc sample probe and the collar wash assembly. The fse cleaned all cuvettes and precision of the system was improved. The instrument is performing to specifications. Patient sample was re-tested and treatment was not affected in this event. However, upon recurrence, a low crea result could contribute to serious injury. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.